Event description:
It was reported by service report that the fowler was stuck electronically and manually. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler drive screw assembly, fowler link, limit switch assembly, CPR ball screw.